Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading 70 mg/dl, and her bg meter reading was 370 mg/dl. The patient was experiencing shakiness, weakness, nausea, and stomach discomfort. The patient¿s husband took her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 390 mg/dl while the cgm was reading 65 mg/dl. The patient was treated with insulin and IV fluids and was discharged home later the same day. The patient was ¿doing well¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was experiencing symptoms, the reported glucose values fall within the d zone of the parkes error grid. When the patient was at the ER the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.